Event description:
It was reported that the user inadvertently remained connected to the infusion set while initiating the fill tubing function, resulting in delivery of approximately 9 units of insulin through the tubing and an empty-appearing cartridge; this was a use error associated with the tubing component, and no device alerts or alarms occurred. Symptoms included dizziness and anxiety. Outcomes included unexpected medical intervention consisting of carbohydrate intake to mitigate potential hypoglycemia; there was no hospitalization. Investigation included communication with the user and analysis of information provided through device history and mobile app synchronization. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure during supply change while connected to the infusion set, with the involved component being the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.